Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2003: patient presented with following pre-op diagnoses: degenerative disk disease and discogenic pain l5-s1. Procedure: anterior interbody fusion l5-s1. Partial corpectomy of l5. Partial corpectomy of s1. Placement of bone morphogenic protein in a prosthetic precision milled bone dial. Use of operative fluoroscopy. As per-op notes: ¿..a 16 mm precision bone dial was filled with a bmp sponge and gently tapped into position..¿ patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.